Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, deployment of the foot and the needle, suture retrieval was completed; however, when the lever was returned to its original position, the foot failed to park. The physician removed the device with the foot opened and tissue or calcium was found on the foot preventing the foot from being retracted. No arterial damage was reported. No calcification or scar tissue was reported. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Jaws the analysis results showed that the device was noted to have the jaw ramp broken off at the right side. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. The event could not be confirmed due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on an unknown vessel. The surgeon pulled off the device with difficulty. Another device was used to complete the procedure. No adverse consequences reported. There is no additional information available.